Event description:
It was reported that "dr (B) (6) states that he has experienced broken handle part of the vcare."

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report.